Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, a sales representative reported via (B)(4) that an ar-13999mf fastpass scorpion top jaw became loose and caught on the cannula/tissue when attempting to insert it into the shoulder. When stationary, the jaws can be fully closed, but if the scorpion is turned from its upright position or comes in contact with anything, then the top jaw lifts slightly. This was discovered during a procedure, with no reported patient harm. Additional information was received on 12/26/2024: this was discovered during a rotator cuff repair procedure on (B)(6) 2024. A different scorpion fastpass was opened and used. There was no case delay. No adverse effects on the patient reported.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation was confirmed. One unpackaged ar-13999mf fastpass scorpion, sl-mf batch 12982159 was received for evaluation. Functional testing with a needle and suture found that the instrument's jaw doesn't close completely. Upon visual evaluation, it was observed that the jaw was bent, most likely as a result of becoming caught by the cannula during use. A use error is the most likely cause of the reported and observed failure, specifically misused due to the instrument becoming caught by the cannula during use.

Manufacturer narrative:
Corrected info: b4, d4. Additional information: b5, g3, h6.

Event description:
Additional information was received on 12/26/2024: this was discovered during a rotator cuff repair procedure on (B)(6) 2024. A different scorpion fastpass was opened and used. There was no case delay. No adverse effects on the patient reported.